Manufacturer narrative:
(B)(4). The reported event of peritonitis was determined to be bacterial peritonitis. Eighteen days after the peritonitis diagnosis, treatment with vancomycin and gentamycin was discontinued. The following day, the patient began treatment with vancomycin 1 gram per day intraperitoneally (duration not reported) and amikacin 300 milligrams per day intraperitoneally (duration not reported) for the peritonitis event. After being hospitalized for forty two days, the patient was discharged. At the time of this report, the patient was reported to be recovered from the peritonitis event (outcome was previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient was non-compliant. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal (ip) cefazoline (2g daily) and ip gentamycine (80mg daily) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.